Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 312 mg/dl, 122 mg/dl and 279 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated the customer took 0.5 units of humalog and ate lunch about 20 minutes prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.